Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00393. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 2 endoleak using ruby coils. During the procedure, while attempting to retract a ruby coil (lot #f71177) for repositioning, the physician experienced resistance and the ruby coil unintentionally detached inside the lantern delivery microcatheter (lantern). The physician then removed the lantern with the detached coil inside, flushed the coil out and re-inserted the lantern into the patient¿s body. While advancing a new ruby coil (lot #f71657) through the lantern with no resistance, the physician inadvertently kinked the ruby coil pusher assembly. Therefore, the ruby coil was removed. The procedure was completed using two additional coils and the same lantern. There was no report of an adverse effect to the patient.